Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a hematoma around the implant site post-operatively. During a procedure on (B)(6) 2014, some stitches of the original incision were removed to drain blood and the site was re-sutured. On (B)(6) 2015, the patient underwent a second procedure to drain serum from the implant site. No blood was present and no stitches were removed. As of the date of this report, (B)(6) 2015, the symptoms are resolved and no further issues have been reported.